Manufacturer narrative:
The pump was returned with the percutaneous lead (lead) cut approximately 1.5" from the pump housing and an additional 8" segment of the internal portion of the lead was returned. The sealed inflow condult (inlet tube, flex section, and inlet elbow). Sealed outflow graft bend relief were returned detached from their respective pump ports. The outflow elbow was returned attached to the pump outlet port. Prior to disassembly, the proximal-side of the inlet stator and the distal-side of the outlet stator revealed no evidence of deposition in the pump. Upon disassembly of the pump, examination of the proximal edge of the inlet tube revealed a deposition of strongly adhered tissue. Although a specific cause for its development could not be determined, it appeared to be obstructing approximately 10 percent of the blood flow path. There was no other evidence of depositions inside the inflow conduct. This deposition could have potentially contributed to the report of elevated ldh. Examination of the proximal-side of the outlet stator revealed a small, white, tissue-like deposition situated adjacent to the bearing ball. The deposition was not adhered to the bearing ball or the stator blades, and it lacked. Denaturing and laminated layering. In addition, there was no evidence of contact marks on the outlet side of the rotor to confirm that the deposition was present in the pump while the pump was operating. Although the origin of this deposition and the duration which it was present in the pump could not conclusively be determined, it did not appear to have originated in this location. The deposition was not attached to any surface and did not appear to have contributed to a pump issue. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing this file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a gradual elevation in lactate dehydrogenase (ldh) levels and was admitted to the hospital. The pump was subsequently exchanged due to suspected pump thrombosis.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). A review of the manufacturer's complaint history showed that the patient expired on (B)(6) 2015 (please reference MFR report # 2916596-2015-00317).

Event description:
Additional information was received from the (B)(4) registry stating: patient expired on (B)(6) 2015. Primary cause of death as major infection, device function normal: yes.